Event description:
Complaint description: the distal wire of the papillotomy knife snapped during an endoscopic retrograde cholangio-pancreatography procedure. The therapeutic procedure was completed with a second device and there were no pt injuries.